Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: that the tissue pad was worn, partly peeled off and torn, due to the ultrasound being output with the grasping part closed (including after the tissue was cut) without grasping the tissue. The following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿. ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿. Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the tissue pad was worn, torn, and partially peeled off. This finding was due to the ultrasonic wave being output with the grasping part closed (including after the tissue was cut) without grasping the tissue, concluding a potential misuse of the product. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the sonicbeat 5 mm, 35 cm, front-actuated grip, tissue pad came off. The reported issue occurred at the beginning of use during a therapeutic ascending colectomy procedure. The procedure was subsequently completed with a similar device. Prior to the procedure, it was indicated that an inspection of the probe was performed and no abnormalities were found. There was no patient/user harm or injury reported due to the event.